Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
MDR 2518422-2022-17366 is a duplicate of MDR 2518422-2022-16299 which was filed on 05/03/2022. MDR 2518422-2022-17366 was filed on 05/18/2022. No follow up report will be filed for MDR 2518422-2022-17366. All reporting for this issue will be reported under MDR 2518422-2022-16299.